Manufacturer narrative:
Patient weight and event date are estimated. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that patient underwent a lead replacement due to high impedances on several contacts.